Manufacturer narrative:
H.10: through follow-up communication livanova learned that the stirrer motor was found blocked thus, the patient bridge was replaced. However, the issue persisted and the technician replaced also the processor board and the distribution board. The issue could be solved and the device returned back into service. A mechanical defect of the stirrer motor could led to the reported error code and damage connected circuits such as the processor and distribution boards. Through further follow-up communication livanova learned that the disinfection of the unit is not performed in accordance with what is reported in the IFU (type of disinfectant, exposure times and number of rinses carried out). Considering all the above, it cannot be ruled out that the root cause of the mechanical defect of the stirrer motor is an early deterioration due to application of disinfection procedures not aligned with IFU.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device. The issue could be confirmed and a replacement patient bridge will be installed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a stirrer motor malfunction during setup. The user tried to solve it by turning off/on the device and this was unsuccessful. There was no patient involvement.